Manufacturer narrative:
Conclusion: a needle and one section of suture was returned for evaluation. A visual examination found the needle was detached from the suture and contained broken suture in the barrel. The suture itself was extremely brittle and could not be handled without breaking, which is a characteristic of significant degradation indicating that the integrity of the laminated foil packaging was compromised. The laminated foil packaging was not returned for evaluation. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an abdominoplasty procedure on (B)(6) 2014 and suture was used. During the procedure, the suture broke while knotting. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.